Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient alleges the scs system did not provide adequate pain relief to his satisfaction. Reportedly, reprogramming resolved the issue temporarily. Consequently, surgical intervention was undertaken during which time the lead was explanted and replaced to a different location for better coverage.